Manufacturer narrative:
Stryker performed an initial evaluation of the device and was able to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's display is distorted and unexpectedly shuts down. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the customer's device and replaced the system pcba to resolve the reported issue. The y1 on the single board computer pcba is faulty and the monitoring crystal on the oscilloscope shows zero output occurring. The root cause is an inoperative y1 crystal on sbc. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device's display is distorted and unexpectedly shuts down. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.